Event description:
It was reported that the right atrial (ra) lead was unable to confirm capture on magnet electrograms (egm) report. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: addrl1 ipg implanted (B)(6) 2014; 5076-52 lead (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.